Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, fold creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: one opening striated and wear abrasion. Based on the device analysis the final assessment is one opening striated in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and pain. Device has been explanted.